Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported the pink slide did not move forward and the cannula was bent; indicating the needle mechanism did not function as intended. The patient's blood glucose (bg) rose to approximately 20 mmol/l (360 mg/dl). The pod was worn on the patient's leg for longer than 48 hours. As treatment, a new pod was applied and a correction was administered.